Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the component failure of adhesive around the light guide lens lifting. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenoscope to the service center for a separate issue. During the device analysis the service repair technician indicates that lifting of the adhesive around the light guide lens was found. There was no patient involvement.